Event description:
The published article "mechanical axial instability of segmental pedicle screw instrumentation for adolescent idiopathic scoliosis: a retrospective cohort study of tulip screw versus dual locking cup instrumentation" was reviewed. This was a study undertaken in 98 patients operated with solera (non-stryker product) tulipine screw instrumentation and 96 patients operated with mesa 2 dual locking cup instrumentation between 2014-2022. The aim of the study was to assess the incidence of axial slip and loss of correction with these two spinal instrumentations in patients treated for adolescent idiopathic scoliosis with spinal fusion. All patients were followed for at least two years. Standing posteroanterior and lateral radiographs were assessed pre-operatively, after the initial surgery, and approximately six months and two years post-operatively. Axial slip was evaluated by measuring the length of the rod exceeding the last pedicle screws and the distance between the two lowest pedicle screws. Cohen's kappa was used to calculate interobserver and intraobserver reliability for the measured length of the rod exceeding the last pedicle screws. There were a total of 24 axial slips of 2 mm or more at 2-year follow up for the mesa 2 group. Seven patients with axial slips of 5 mm or more were observed in this group. The axial slip was observed to increase throughout the 2-year follow up period. Among these patients, a loss of major curve correction of 10 degrees or more in 9 patients and a change in coronal balance in 10 patients occurred. None of these patients required revision, and it is indicated that there was no effect on quality of life. One instance of axial slip was described in detail, as indicated below. One patient (m, 15 years old) was diagnosed with 51 degree left thoracolumbar adolescent idiopathic scoliosis. Dual locking cup instrumentation was implanted from t4 to l3. An axial slip of > 5 mm was measured between l2 and l4 with loss of lumbar curve correction.

Event description:
No new information.

Manufacturer narrative:
H6: coding has been updated to reflect completion of the investigation.